Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that insulin pump was able to rewind but motor would not move forward and max fill was reached. Issue happened several times. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the basic occlusion, rewind and displacement tests. The motor passed the motor test. No drive/motor anomaly was noted. However, the pump failed the prime and excessive no delivery tests due to a faulty force sensor. The pump was monitored for several days and had no unexpected max delivery alarms noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked lcd window.